Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a polarsheath was used in a pulmonary vein isolation (pvi) procedure with a polarx cryo-balloon. After the cavo-tricuspid isthmus (cti) line was performed successfully, a transseptal puncture was performed. While trying to insert the polarsheath, the skin entrance was too tight. A small incision was made in order to facilitate the introduction. The polarsheath was introduced a few centimeters when bleeding was observed. Hemostasis was obtained by applying continuous pressure on the wound. A vascular surgeon was called to inspect the bleeding but no further intervention was needed. The procedure was ended because of this event. The patient left the lab with the beading resolved.